Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant, the first two septal positions produced pacing thresholds over 3 volts, despite reasonable forward pressure and goose neck shape of the delivery system on x-ray. With the third deployment, and position inside septal grove the tines deployed from the cup but remained almost straightened and barely penetrated the heart muscle as if the muscle was too firm to let the tines get through. The leadless ipg was re-engaged, moved slightly forward with more forward pressure and produced the same effect where tines stayed straight but after approximately 1-2 minutes eventually bent, penetrated the heart muscle and the device was pulled against the heart wall. This reflected in gradual pacing threshold over approximately five minutes since deployment. The leadless ipg remains in use. No patient complications have been reported as a result of this event.